Event description:
It was reported surgical intervention was undertaken due to a non-functional ipg. The ipg was replaced because it stopped communicating with the pt programmer and charger. As a result, the pt was without stimulation. A new ipg was implanted and effective stimulation was achieved post-operatively.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.